Event description:
Patient's family member called lfs in 2003 alleging the display on pt's ot ultra meter was fading. Family member did not report an adverse event or injury due to this issue. The issue was not resolved and the meter is being replaced. Patient's family member also reported the meter allegedly read inaccurately high. Family member stated that one occasion the meter read "hi". Family member gave patient extra medication based on the results. Family member stated that pt then had seizures and went low. A control test was run on the phone with the customer care rep and it passed. However, lfs was unable to reach the customer to obtain any more information about the event. A letter has been sent to attempt to contact the patient.